Event description:
It was reported that a patient had a device implanted the day prior to the report and it was not turned on because the patient was in the hospital overnight due to surgery pain. It was noted that when someone cut the patient with a scalpel, ¿stuck wires in there¿ and manipulated them, and sewed her back up, she was ¿allergic to pain¿ when people do things like that to her. It was reported that the patient did not have a pain experience ¿with the itself¿ at this time. It was unclear what this referred to. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0hga5, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial#(B)(4), product type programmer, patient. (B)(4).